Event description:
It was reported that the user experienced sustained high blood glucose while on the ilet, with glucose values rising from the 230s to the high 200s despite a recent supply change and no observed moisture, leakage, or bent cannula; caregivers, noting the patient does not announce meals due to alzheimer¿s disease, elected to take the user off the pump and considered a manual insulin injection, with guidance to disconnect from the pump for two hours after injection before reconnection. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the caregivers, review and analysis of information provided, and troubleshooting education regarding site change, manual injection, and pump reconnection. Investigation of this case revealed insufficient information to identify a specific device problem or involved component, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.